Event description:
Caller reported a malfunction on pump with malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted by technical support in resetting the pump, but when the malfunction code recurred, cts decided to replace the pump. Customer will utilize mdi as backup therapy until new pump, equipped with updated software, arrives. Caller was advised on steps to follow upon receiving and returning the pump, including placing it into storage mode and using a pre-paid label for return. Replacement pump was sent by cts.